Event description:
This report is to advise of a fracture that was noted during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. Visual inspection revealed the tip had been fractured 0.5" proximal to the distal tip and the shaft had been bent 10.0" and 34.0" proximal to the distal tip. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.